Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported issue remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a premature ventricular contraction procedure, a pericardial effusion occurred which was confirmed using transesophageal echocardiography. Protamine was given to stabilize the patient. At the end of the focal spot removal during the premature ventricular contraction procedure of the post-septal right ventricle, a transesophageal echocardiogram was done per protocol and a small 4mm pericardial effusion was observed. No blood pressure drop was noted during the procedure. The procedure was completed. Protamine was given and the patient was monitored in recovery until stable. The patient was discharged home the next day. There are no reported performance issues with any abbott device. The physician thinks the effusion occurred as a result of an ablation performed with contact 40g.